Event description:
The patient reported difficulty with powering on patient electronic unit. The patient electronics device was replaced and there were no adverse consequences reported by the patient. Frayed and exposed wires were observed on the power extension cable and power supply during device analysis.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. External visual inspection of returned material revealed physically damage power supply and right-angle ext cable. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event.